Event description:
It was reported that tandem mobi pump issued cartridge alarms during the cartridge load process, including confirmed cartridge alarm 30 and repeated alarms with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Customer planned to use backup insulin pump for insulin delivery, and technical support arranged replacement pump.